Manufacturer narrative:
The manufacturer did not receive devices for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a ncb, femur plate, left, 13 holes, 324 mm on the left side on (B)(6) 2016. The patient underwent a revision surgery due to breakage of the distal femur ncb plate on (B)(6) 2016.

Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR) review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that a (B)(6) female patient, with bmi=(B)(6) and medium activity level, underwent a revision surgery on (B)(6) 2016 due to breakage of the distal femur ncb plate after 4 months in-vivo time. Review of received data: - 4 x-rays dated (B)(6) 2016 were received. Broken distal femur plate fixed with 2 cerclage cable-screws and a tha is visible on the left hip of the patient. Femur is observed to be broken at its middle height, where the plate is also broken. Devices analysis: - visual examination: the broken distal femur in 2 pieces was received for the investigation along with the screws, locking caps/plates and cable cerclages. The plate is broken through the 8th bore hole from the proximal end. Origin of the fracture is located at the thread on the lateral side of bore hole. The fracture surface is examined macroscopically and it is observed that the fracture has a fatigue type of nature. The fatigue fracture radiates out from the origin in series of beach lines medially and the final overload rupture occurs at the medial edge of the bore hole. However, the examination of the fracture surface did not reveal any specific point which might have triggered or favored the fracture. No evidence for a possible material defect was noticed. Review of product documentation: - raw material certificates confirm that the device was manufactured according to the material specifications. - in the surgical technique it is described that ncb bone spacers may also be used if the fracture has been reduced using a cable, to avoid contact between the plate and the cable wire. Insert the bone spacers into ncb screw holes before plate insertion. Root cause analysis: - breakage of implant due to movement between implants leads to notching / fretting. Not possible -> no signs of notching / fretting observed. - breakage of implant due to inadequate implant design & material (fatigue strength - lifetime of the device). Not possible -> a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation or in the current pms process post market surveillance. - breakage of implant due to chemical / galvanic / crevice corrosion of material. Not possible -> no signs of corrosion observed. Moreover, material compatibility is validated according to the material compatibility specification. - breakage of implant due to wrong interpretation of x-ray template for dimensions.. => possible, x-ray template was not received to confirm , therefore cannot be excluded. - breakage of implant due to user perform inadequate force to the plate. => possible, it is not known whether the surgery was performed according to the surgical technique. - breakage of the plate, migration of the screw due to user choose a wrong angular direction for the screw. Not possible -> no abnormalities observed regarding the screws' angular direction. - breakage of the implant due to user perform improper handling of the plate during insertion. => possible, it is not known whether the surgery was performed according to the surgical technique. - breakage of the implant due to user read/interprets wrong screw depth. => possible, no immediate post-op x-rays were received, therefore cannot be excluded. - breakage of the implant due to wrong/ incomplete information about limitation and postoperative restriction. => possible, it is not known whether the correct information was given to the patient regarding the pos-op limitations or not. - breakage of the implant due to patient do not follow the postoperative protocol. => possible, it is not known whether the patient followed the post-op protocol or not. - breakage of the implant due to patient do not follow the postoperative protocol. => possible, it is not known whether the patient followed the post-op protocol or not . Conclusion summary: the plate was broken 4 months after implantation. The implantation/revision surgery reports and post-op immediate x-rays were not received for an in-depth assessment of the reported event. The investigation of the returned product indicates no material defects that could have triggered the fracture could be detected. The fracture surface of the plate is characterized by beach lines which indicate a fatigue fracture. There are several factors which may have contributed to the breakage. Over-stressing of the device during the time in vivo, wrong patient behaviour or wrong positioning can be reasons for the breakage. In the surgical technique it is described that ncb bone spacers may also be used if the fracture has been reduced using a cable, to avoid contact between the plate and the cable wire. ¿insert the bone spacers into ncb screw holes before plate insertion¿. Absence of the bone spacers might have led to tilting of the ncb plate due to high stress. However, it is not known to which extent these might have played a role in the reported event. Additionally, it is not known whether there were other factors influencing the circumstances of the fracture. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).